Manufacturer narrative:
The complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy procedure, during resection of the right upper lobe, and just prior to resection of the pulmonary vein (pv), calcified lymph nodes were found adhered on the vessel. When the surgeon grasped the lymph nodes and pulled, the pv was torn a little and slightly bled. The surgeon made the decision to convert the procedure to open surgery due to the patient's anatomy with no causal relationship with the da vinci surgical system. Once the resection was stopped and restarted the surgeon proceeded with an ablative operation to the pv, while the upper middle lobe was being resected. The procedure converted to open surgery by opening the chest; during which time there was reported estimated blood loss (ebl) of approximately 800ml. While it was confirmed that there was no allegation or claim that a malfunction of a da vinci system, an instrument, or an accessory occurred during the surgical procedure involving the operative complications, the procedure converted to open surgery with advanced bleeding reported with unknown cause. In addition, the order of events and when they occurred is unclear. For instance, it is not known what instrument was grasping the tissue when the tear to the pv occurred or when the conversion occurred in relation to the tear of the pv. A review of the system and instrument logs was performed for a procedure on (B)(6) 2018 and system sk0481. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, aside from instruments on their last remaining use/life during this procedure and single-use items and the debakey forceps, which was used in subsequent procedures but has 5 lives remaining, all instruments used in the case were used in subsequent procedures through their respective end of lives. A site history review was conducted and did not show any additional product complaints related to this event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable. . This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon made the decision to convert the procedure to open surgery due to the patient's anatomy with no causal relationship with the da vinci surgical system. During resection of the right upper lobe, and just prior to resection of the pulmonary vein (pv), calcified lymph nodes were found adhered on the vessel. Once the resection was stopped and restarted the surgeon proceeded with an ablative operation to the pv, while the upper middle lobe was being resected. When the surgeon grasped the lymph nodes and pulled, the pv was torn a little and slightly bled. The procedure converted to open surgery by opening the chest; during which time there was reported estimated blood loss (ebl) of approximately 800ml.